Manufacturer narrative:
Updated component code grid originally provided on MFR#: 3003832357-2024-00025.

Event description:
This report is based on information provided by a philips remote service engineer and schiller (equipment manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating a malfunction with the monitor. The good faith efforts completed did not provide any further information. Diagnostics determined that the device would require return for investigation and a replacement device was sent to the customer. The device was received at schiller and passed the incoming inspection. No anomaly was found on the device. Schiller concluded that no device problem was found. The returned device was removed from service and processed following local procedures. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.